Event description:
Material #405180 lot #unknown the clinic believes there is a difference with the hubs because the tan one leaks when in use. Verbatim: I have a clinic who is trying to order #405180 through xxxx. The picture on xxxx shows a blue hub, but when they receive the product, it is a tan hub. The clinic believes there is a difference with the hubs because the tan one leaks when in use. We will not be able to give you the used/dirty needles or provide the packaging information as this has been a problem since late 2024. However, we can make a list starting today and going forward. We do many procedures weekly that use these needles. Can you please provide an exact date of event in this format mm-dd-yyyy? Can you please provide the lot number associated with reported issue? Answers: I do not have specific dates, as there are multiple occasions before dr wanted the leaking reported. I have a chart on the computer that I will be immediately able to write down dates/lot # etc., going forward. This has been ongoing since november 2024. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Answer: the dr stated the needles leak after the stylet is removed and syringe connected. Each time he readjusts the syringe. It is a luer lock syringe. The dr stated he is unsure of the amount of medication being delivered to the spine area of interest due to leakage and dripping onto the sterile field. He trusted bd blue hub needles to not leak.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
One photo was received by our quality team for evaluation. The photo shows a sealed and unopened 25ga (orange) needle facing up in its bister. No catalog, batch number nor expiration date is seen. Based on the photo alone, the reported incident could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, a root cause could not be determined. If a physical sample becomes available, the complaint will be re-opened for further investigation.